Event description:
While requesting assistance with carelink software, the customer's mother reported that the customer experienced a blood glucose level of 37 mg/dl the day before the call. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.